Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 942 ml during drain cycle 1 during the therapy initiated on (B)(4) 2010 at 11:14:56, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. An iipv was not confirmed in the device's event log. Review of the event log revealed that the cycle 1 drain was completed on (B)(4) 2010 at 11:36 and that the user's actual drain volume during cycle 1 was 1386 ml. The actual drain volume of 1386 ml in cycle 1 is 138.6% of largest prescribed fill volume (lpfv) of 1000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2010 11:14:56. During night drain cycle one, the patient's ultrafiltration reading was 942ml, indicating the home patient (hp) drained 942ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.